Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6); brand name: infinion cx, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6).

Event description:
It was reported that the clinical study patient developed an infection with symptoms of a wound leak and erythema at the spinal cord stimulator implantable pulse generator (ipg) site. The patient was administered antibiotics and underwent an explant procedure where the ipg and leads were explanted the same day the infection was identified. The event was assessed to be related to the implant procedure and not the device. The devices will not be returned as they were disposed of by the medical facility. Additional information was received that cultures confirmed an infection. Additional information was received that it may have been an allergic reaction and the event resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6) batch: 7076673. Brand name: infinion cx. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6) batch: 7078611.

Event description:
It was reported that the clinical study patient developed an infection with symptoms of a wound leak and erythema at the spinal cord stimulator implantable pulse generator (ipg) site. The patient was administered antibiotics and underwent an explant procedure where the ipg and leads were explanted the same day the infection was identified. The event was assessed to be related to the implant procedure and not the device. The devices will not be returned as they were disposed of by the medical facility. Additional information was received that cultures confirmed an infection. Additional information was received that it may have been an allergic reaction and the event resolved. Additional information was received that the infection was possibly related to the ipg hardware.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx, upn: m365sc2317500. Model: sc-2317-50, serial: (B)(6), batch: 7076673. Brand name: infinion cx, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7078611.

Event description:
It was reported that the clinical study patient developed an infection with symptoms of a wound leak and erythema at the spinal cord stimulator implantable pulse generator (ipg) site. The patient was administered antibiotics and underwent an explant procedure where the ipg and leads were explanted the same day the infection was identified. The event was assessed to be related to the implant procedure and not the device. The devices will not be returned as they were disposed of by the medical facility. Additional information was received that cultures confirmed an infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7076673. Brand name: infinion cx. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7078611.

Event description:
It was reported that the clinical study patient developed an infection with symptoms of a wound leak and erythema at the spinal cord stimulator implantable pulse generator (ipg) site. The patient was administered antibiotics and underwent an explant procedure where the ipg and leads were explanted the same day the infection was identified. The event was assessed to be related to the implant procedure and not the device. The devices will not be returned as they were disposed of by the medical facility.